Event description:
Reportedly, pt expired approx after an implant duration of 1.1 months (in 2007, after an implant date of a month earlier), due to unk reasons. Unk if pt death is device related.

Manufacturer narrative:
Device not returned.